Manufacturer narrative:
The motor controller pcb assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the motor controller pcb assembly revealed no signs of damage or contamination. The motor controller pcb assembly was installed in the fi test ventilator. An operational test was performed and the ventilator boot up into diagnostic mode and normal ventilation mode with no errors generated. The 12 volt signal was measured and met specifications. If technician run the motor controller pcb assembly for an extended period of two hours and no errors were generated during operation. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.